Event description:
On (B)(6)2005 an acticon device was implanted. On (B)(6)2010 the balloon was removed and replaced due to a malfunctioning device, pt experiencing fecal incontinence.

Manufacturer narrative:
Balloon pressure not within specifications. Tubing had operating room damage.